Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in mildly calcified mid left anterior descending artery. Two 2.50mm x 15mm nc emerge balloon catheters were used for dilatation. However, upon insertion, both devices were fractured prior to crossing the lesion. It was noted that the first device broke closer to the wire exit port and the other device broke closer to the hub. The devices were removed and no fragments left inside the patient's body. The procedure was completed with a 2.5x15 non-boston scientific stent. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in mildly calcified mid left anterior descending artery. Two 2.50mm x 15mm nc emerge balloon catheters were used for dilatation. However, upon insertion, both devices were fractured prior to crossing the lesion. It was noted that the first device broke closer to the wire exit port and the other device broke closer to the hub. The devices were removed and no fragments left inside the patient's body. The procedure was completed with a 2.5x15 non-boston scientific stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned nc emerge balloon catheter. The device was visually and microscopically examined. At 116.3cm and 117.8cm from the strain relief, the hypotube and shaft were severely kinked. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Photo media depicted the sizing on the hub as well as two severe kinks. The kinks aligned with what was seen in analysis and confirmed the reported event. Product analysis confirmed the reported event, as there were severe kinks to the hypotube and shaft of the device.